Event description:
A malfunction was reported with the pump, displaying a resettable malfunction code 12 and fault ID 12-0x2071. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reported multiple occurrences of the malfunction and was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address and instructed the customer on returning the pump using a pre-paid label and putting it into storage mode before returning it to tandem.